Event description:
It was reported that the bd ultra-fine¿ ii 1/2ml insulin syringe plunger was difficult to move. The following information was provided by the initial reporter: a plastic piece got mixed in the barrel and I was unable to move the plunger rod.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. No additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 06-jul-2022. H6: investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that a plastic piece got mixed in the barrel and I was unable to move the plunger rod. The returned syringe was examined and exhibited a hard piece of plastic in the barrel, which could prevent the plunger from properly moving. Unable to perform DHR check for plunger rod unable to move due to unknown lot number. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined.

Event description:
It was reported that the bd ultra-fine¿ ii 1/2ml insulin syringe plunger was difficult to move. The following information was provided by the initial reporter: a plastic piece got mixed in the barrel and I was unable to move the plunger rod.